Manufacturer narrative:
Initial.

Event description:
It was reported that while speaking with the user, their cgm displayed a high glucose reading and a confirmatory fingerstick measured 437 mg/dl; the user was not connected to the ilet and had no insulin or backup therapy available, which prevented treatment, and the device issue could not be characterized due to insufficient information. Symptoms included hyperglycemia, hot flashes or flushing, and confusion or disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.